Event description:
Event description guidant received information that the patient presented to the hospital with symptomatic atrial fibrillation. Review of the implantable cardioverter defibrillator (ICD) noted atrial tachy response (atr) episodes with appropriate mode switching and some right ventricular loss of capture. It was also reported that the pacing impedance measurements were very high.